Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump's touchscreen was unresponsive. The customer was to use insulin injections for insulin therapy. The customer's blood glucose level was 47 mg/dl and carbohydrates were consumed. The customer reported that the bg level tended to be lower in the morning and was not related to the pump or supplies.